Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection on an unknown date in march, an ecs29 circular stapler was fired completely and no crunch was heard or felt. The stapler fired staples, but no cutting occurred. The staple line was cut out and the procedure was successfully completed using an additional device with no patient consequences reported.